Manufacturer narrative:
The customer replaced the motor controller board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting an error code 1115 check vent: aux alarm supply failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer that per our service manual, the motor controller (mc) pcba will need to be replaced. The rse provided the mc board's part number.